Event description:
The article, "rapid atrial pacing-induced wenckebach atrioventricular block: a poor predictor of permanent pacemaker need post-tavr", was reviewed. This research article is a prospective multicenter experience to evaluate the predictive value of rapid atrial pacing (rap)-induced wenckebach atrioventricular block (w-avb) for permanent pacemaker implant (ppi) and sudden cardiac death within 30 days post-transcatheter aortic valve replacement (tavr). The devices included in this study were portico/navitor, evolut/pro/pro+, acurate neo/neo2, and sapien xt/s3/s3 ultra. The article concluded that rap-induced w-avb demonstrated limited utility in predicting post-tacr ppo or sudden cardiac death, particularly in patients at high-risk for ppi. [The primary and corresponding author was ian buysschaert, department of cardiology, az sint jan brugge av, ruddershove 10, b-8000 brugge, belgium, with corresponding e-mail: ian.buysschaert@azsintjan.be.] This study included patients undergoing tavr from 01 september 2022 to 31 may 2024. A total of 640 patients were included in the study, of which 14.6% (80) received an abbott device. The average age was 82.1 years. The majority gender was male. Comorbidities included hypertension, diabetes, dyslipidemia, coronary artery disease, heart block, chronic obstructive pulmonary disease, and prior myocardial infarction, atrial fibrillation, transient ischemic attack, and cerebrovascular accident.

Manufacturer narrative:
Summarized patient outcomes/complications of portico valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, dyslipidemia, coronary artery disease, heart block, chronic obstructive pulmonary disease, and prior myocardial infarction, atrial fibrillation, transient ischemic attack, and cerebrovascular accident. Complications reported included stroke, cardiac arrest, pericardial effusion, heart block, arrhythmia, surgical intervention (permanent pacemaker), unexpected medical intervention (pericardiocentesis); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature: rapid atrial pacing-induced wenckebach atrioventricular block: a poor predictor of permanent pacemaker need post-tavr. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.